Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The target lesion was located in the severely calcified and severely tortuous posterior descending artery of the right coronary artery(rca) and the arterioventricular of rca. The 2.25mm x16mm promus element plus,mr,ous stent delivery system was used but the device was unable to cross the lesion and it was noted that the edge of the stent was lifted. The procedure was completed with a 2.25mm x12mm stent promus element plus,mr ous. No patient complications were reported and the patients status post procedure was good.

Manufacturer narrative:
Age at time of event: 18 year or older. Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).